Event description:
Event description cpi received information that this bipolar lead was implanted to correct issues with intermittent loss of capture. The problem was not corrected and the lead was explanted later that same day. The original bipolar lead was repositioned and remains active in the patient.